Event description:
Information was received from a manufacturer representative regarding a patient who was receiving prialt (ziconotide) (did not ask mcg/ml at did not ask mcg/day) via an implantable pump for unknown indications for use. It was reported that the company representative (rep) stated that patient had a pump that was flipping multiple times and they just did a dye study today and confirmed that there may be issues with patency. The rep stated that there was 0.3 ml of drug remaining and the patient did not want the pump flipped again to have it be able to be filled. The pump was currently flipped down, was currently not yet empty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.